Manufacturer narrative:
Synergy xd mr ous 3.00 x 16mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with the stent deformed and struts flared at the distal and proximal ends. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones showed signs of positive pressure applied, with balloon cones partially inflated. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-jun-2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. There were no complications reported and the patient condition was good. However, returned device analysis revealed stent damage.